Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) center in (B)(6), il. A call to technical services on (B)(6) 2013 9:31 :17 am states that upon interrogation caller got alert of check shock lead. Caller did a couple commanded shock lead impedance measurements which were in the 20s, which is consistent with typical shock lead impedance for this patient. Caller stated that shock impedance trend looks stable and couldn't see any gaps or any measurements less than 20 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).